Manufacturer narrative:
The device was returned to a zoll approved service provider and review of the device logs showed messages indicating the customer's report. However, the report was unable to be duplicated during testing. The monitor board and defib cable receptacle were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device restart/reboot itself multiple times. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.